Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that customer received the following results, with two different meters, within 10 minutes: 21.5 mmol/l (mobile) and 10.2 mmol/l (aviva). The test strip lot number for the 10.2 mmol/l (aviva) result was not provided. No adverse event reported. No product was requested to be returned for product evaluation.